Event description:
On (B)(6) 2014, a reporter contacted animas alleging a pump was inaccurately delivering insulin to a patient. The reporter stated that the patient had a blood glucose level of 350 mg/dl with excess urination. The reporter stated that the patient remained on the pump after the incident. This complaint is being reported because troubleshooting with a customer technical support representative could not be completed and the issue remained unresolved. The alleged blood glucose level and symptoms do not meet the requirements to be a serious injury.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.